Manufacturer narrative:
Taper ii. The product associated with this complaint has not been explanted, and is thus not available for evaluation. Based upon the device serial and catalog number provided by the reporter the connector type is assumed to be a taper ii. If explanted and returned, visual examination may confirm or determine another connector type associated with this report. Further information regarding this event was requested of the patient's physician. To date, it has been reported by the physician's office that the case is under evaluation. Device labeling addresses the possible outcome of leak as follows: "unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing." Device has not been explanted.

Event description:
Family member of the patient reported: "patient felt the lap-band stopped working correctly, never full." Follow-up with the patient confirmed family member report. In addition to weight gain, patient reported they had a barium swallow with x-ray done that showed the lap-band was "intact." They went on to have an adjustment where their physician added 9cc to the band. Two weeks later only 4cc was found in the band. Patient was told by their physician they must have a line leak or pin holes on the band and it will require surgery to replace. To date, the patient has not had the band explanted.